Event description:
It was further reported that the right atrial (ra) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead experienced non-capture at high outputs following coronary bypass surgery. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Further information indicated the right atrial (ra) lead exhibited oversensing and atrial short interval counts (sic). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted there were no anomalies observed regarding the returned lead distal segment. All electrical and visual testing was within specified parameters. The full lead was not returned. The lead was returned with non-severe explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d334drg implantable cardioverter defibrillator implanted: 2012-(B)(6). (B)(4).